Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the pump¿s black box was reviewed and showed multiple loss of prime warnings with low non zero force. The force sensor was found to be within specification. Unidentified low force was observed. Unrelated to the original complaint the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 310 mg/dl with no reported symptoms associated with an alleged loss of prime. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported as a non-serious injury associated with an alleged loss of prime issue which may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.